Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 23mm sapien 3 ultra valve in the aortic position. The first 23mm commander delivery system had a lot of built up tension in the arch near left subclavian. Thoracic aorta tortuosity system advanced flex added. The 23mm sapien 3 ultra valve crossed the native valve but pusher wouldnt pull back and a kink was noted on the 23mm commander delivery system. The entire system was removed. A second 23mm sapien 3 ultra valve, 23mm commander delivery system, and 14f esheath were prepped and valve was delivered over a lunderquist wire. Post implant pressure decreased significantly, CPR acls started. New effusion noted on echo. Post images revealed a descending aorta dissection. Chest was opened and injury was attempted to be repaired by CT surgeon. However, the patient expired.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided for review. The patient 3mensio and fluoro imagery observed the following: kink was observed on the flex shaft, tortuosity was present at the aortic arch segment approaching the left subclavian artery, and tortuosity was present at the thoracic aorta. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported events were confirmed empirically based on provided imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Review of the 3mensio imaging revealed tortuosity of the aortic arch near the left subclavian artery, as well as tortuosity within the thoracic aorta. These patient specific anatomic factors likely created constrained segments within the vasculature, which interfered with delivery system passage and contributed to difficulty during tracking and advancement. As the system navigated these tortuous segments, increased tension likely accumulated along the delivery system, making it more susceptible to localized kinking at the site of thoracic aorta tortuosity. This deformation on the flex catheter could have resulted in mechanical resistance between catheter components, consistent with the reported difficulty in retracting the pusher. As such, available information suggests the following, patient factors (tortuosity) may have contributed to the tracking difficulty complaint event. Procedural/patient factors (built up tension, tortuosity) may have contributed to the system component damage (delivery system kinking). Procedural factors (kinked delivery system) may have contributed to the resistance between catheter shafts complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.